Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the upper buttocks, on (B)(6) 2016. Patient's mother reports the cgm was 92 points below the fs. No additional event or patient information is available. The receiver data log was reviewed on 09/29/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.